Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck initializing and did not go to the main screen. The field service engineer (fse) had unplugged devices one by one until the error went away. The problem was identified with the helmer. The field service engineer then plugged the helmer into another port, and it booted up successfully. Field service engineer had resolved the issue by disconnecting the fridge and the med application launched fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a monitors is stuck initializing and won¿t go to the main screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.